Manufacturer narrative:
(B)(4).

Event description:
Around (B)(6) 2011, the pt experienced an increase in symptoms. There was no reduction in symptoms despite pump rate increases. Catheter access port testing results indicated there was leakage at the pump connection; there was dye pooling in the pocket. The catheter was replaced (B)(6) 2011 due to a suspected catheter occlusion. The pt status after the device was removed was reported as recovered without sequelae. The pump was used to deliver lioresal 1650 mcg/ml at 410 mcg/day and clonidine. A f/u report will be sent if add'l info becomes available.